Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site, smiths medical will file a f/u report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the listed tracheostomy tube was tested for leaks prior to use with no leaks detected. After two weeks in use, the cuff was found to not inflate. No incident related medical sequela was reported.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any obvious defects. Mechanical testing was performed by inflating and deflating the cuff to observe for any leaks. No leaks were found during testing. Unit performed as intended. Unable to confirm the reported event.